Event description:
During an unrelated procedure, the hex wrench did not fit into the set screw of the device. As a result, the device was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of the total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the left ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.